Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the unspecified vacutainer blood collection tube there was erroneous results. The following information was provided by the initial reporter. It was reported that customers marker was not found in k2 edta tube. I received a customer call: he is a thoracic surgeon in (B)(6) had developed an marker fibulin 3 ( this is a marker for mesothelioma). Fibulin 3 - this marker is for mesothelioma he says you cannot detect this protein accurately with the k2edta plastic tube, but it works perfectly with k3edta glass, he has to figure out why this is, either glass vs plastic . He want to speak to someone about the tubes (plastic) maybe put in some proposal, he needs to do an experiment with k2edta plastic tube that doesn't have to edta in it. Ideally he also wants to have the glass tubes that don't have to edta in it. He wants to know the if the molecule has properties that stick to either plastic or glass. He wants to use the company that he trusts, he is willing to put any money needed. He is needing to be certain that collections need to be in the k3edta glass tube only. Additional notes: customer is looking for a plastic or glass tube with no additive so he can test his assay on both tube types using k2 and k3 edta to rule out if it is plastic vs glass or k2 vs k3 problem. He is looking at a glycoprotein that is associated with proteolysis and would like to test both types of edta is glass and plastic tubes. Explained that the plastic tubes are pet and are only offered with k2 edta. Gave him number for discard tube and explained that we have no glass tube with no additive. Also suggested the p100 tube as it is k2edta with a proprietary protein stabilizer, he wanted to know if it was aprotinin and I informed him it was not but the action was similar. He said he will try these tube as well.